Manufacturer narrative:
The impella cp has not been return by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year-old female patient had impella cp pump inserted in the left femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). The patient was implanted on (B)(6) 2021 and explanted on (B)(6) 2021. It was reported that during impella insertion, there a rupture and oozing, cardiac tamponade was suspected. As a result, pericardial drainage was performed. No further information was provided.

Event description:
Additional information provided from the complainant reported that the patient had thrombocytopenia and indicated the patient expired due to hypo-cardiac function and multiple organ failure. Per the physician, there is no causal relationship with the impella and death. Medical safety officer review of the event noted the use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
Additional information for the initial MFR 1220648-2021-00997 was provided. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smart assist system. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records. F.6 and f.8 dates were reported on manufacturer device report number 1220648-2021-00997 and should not have been. E.4 should have been left blank on the initial manufacturer device report number 1220648-2021-00997 as it is unknown if the initial reporter also sent the report to the food and drug administration. G.4 revised as PMA/510(k) was inadvertently left blank and was inserted incorrectly in the ind number field on the initial manufacturer device report number 1220648-2021-00997 .